Manufacturer narrative:
Since, this event resulted in a serious injury. It is reportable, per 21 cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort, based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
While using day aligners. The patient reported, "her tongue would experience a burning sensation. That her gums and the mucosa of her cheeks felt dried out, no matter how much fluid she was intaking. And that this feeling lasts for 6-7 days, after removing the aligners. I was able to see, that she has refinement aligners ordered and expected to be delivered today, but that the refinements and the original aligners are both manufactured by mexicali. I asked, for customer to send us photos of her mouth if the same issues began with the refinements. As she was unwilling to attempt to wear the original aligners anymore".